Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that a patient who had a tiger 2 self-advancing naso jejunal feeding tube placed had subsequently expired. The reported date of death was (B)(6) 2017. The patient had been hospitalized since (B)(6) 2017 to be medicated with duodopa. On (B)(6) 2017, the nasal tube was placed, and on (B)(6) 2017 the treatment with duodopa began. On the morning of (B)(6) 2017, the patient's general condition had deteriorated. At approximately 11:45 am, the patient received a single dosage of approximately 2 ml, and the patient's nurse left their room. Upon the return of the nurse at 12:45 am, the patient was "reanimate" and the patient expired during that time. The room was then locked immediately, the authorities were called, and the clinic declined to provide further information. An autopsy was reportedly scheduled. Additional information was later provided via a third party incident investigation. The patient experienced "suspected asphyxia under aspiration upon reduced vigilance, hospitalization, worsening of general condition, leukocytes increased, d-dimer increased, inr increased, ldh increased and crp increased." The cause of death was reported as "suspected asphyxia under aspiration upon reduced vigilance". An autopsy was not performed, although it was originally reported that one would be. It was also reported that the patient had been hospitalized via the emergency room on (B)(6) 2017. The device is reportedly unavailable for return. No further information is available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation summary: a review of the drawing, instructions for use(IFU), quality control, and manufacturing instructions of the device were conducted during the investigation. No product will be returned. The complaint states that the tubing and cassettes were discarded. The njft is a 14 french, 155cm long polyurethane feeding tube featuring innovative flaps that facilitate placement into the jejunum by allowing the natural movement of the enteral system to gently drag the catheter into the small bowel. The catheter features centimeter markings and has five side ports to optimize administration of medication and nutrition. There is 100% verification during the quality control inspection process of the proximal barbed fittings on the nasal jejunal feeding tube njft-14-u. In addition, all tubes must pass a leak test. Placement markings and flap location are 100% verified. The IFU for this device instructs that the user obtain a final confirmation x-ray that visualizes the entire course of the inserted tube prior to using the tube for the initial feeding or medication administration. This will help to ensure that the tube is in the desired position (either the stomach or small bowel). We are unaware if measures were taken by the user facility to confirm by x-ray the location of the inserted tube. The clinical specialist reported that last order for the product c-njft-14u which the complaint says they used is from (B)(6) 2014. This was confirmed by a database search. This product is usable and sterile for 36 months. If a tiger 2 self-advancing nasal jejunal feeding tube was used, it would have been out of the date of expiry. No lot number was provided to verify this information. Risk analysis for this device lists a potential failure mode the catheter design as incorrect positioning within the digestive tract. One potential effect of this failure is aspiration; critical harm to patient. One potential cause of this failure is inability to visualize under fluoroscopy. Radiopaque material is used for visualizing catheter placement. The length of the catheter and correct marker placement are verified prior to shipping to allow accurate placement. There was no information to suggest that the patient death was caused by a malfunction or a different fault of the device and there is no evidence that the device was defective or malfunctioned. Attempts for further details surrounding the death were difficult, with the hospital personnel initially stating lack of awareness of a death. After multiple attempts, the clinical specialist was finally able to speak with the doctor who initiated the complaint. The physician said that she was aware of this case. She was not sure if she used a tiger jejunal feeding tube for this patient and she said that the patient was in the testing phase with duodopa. The physician further indicated she did not wish to provide any additional details regarding this incident. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. No lot number was provided. Therefore a review of the device history could not be performed for non-conformances other reported complaints for this lot number. Based on the information provided, no additional information being forthcoming and the results of our investigation, a definitive root cause is unknown. However, there was no evidence to suggest a causal relationship between the use of the tiger 2 self-advancing nasal jejunal feeding tube and the patient¿s death. The risk assessment for this failure mode was initiated to address risks from aspiration while using this device. This is the only complaint reported in a three year period and it is unknown if the device involved was in fact c-njft-14u. We will continue to monitor for similar complaints.